Event description:
Umbilical catheter inserted on 10/21/99. On 11/1 umbilical catheter was to be withdrawn by dr. Upon withdrawal of catheter, the catheter snapped in two. End of catheter visible outside umbilicus, grasped with unsterile clamp. While catheter secured with unsterile clamp, pt draped with sterile field. Catheter withdrawn 1 cm and grasped with sterile forceps. Catheter and unsterile forceps removed from sterile field by cutting off about 1 cm of catheter held by unsterile forceps. Blood loss about 1 cc.